Event description:
The complainant reported a (B)(6) white male had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). After about eight (8) hours after implant, the patient had red urine and low kidney function with suspected hemolysis and as a result the pump was removed another one was inserted to try and resolve the hemolysis.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Manufacturer narrative:
Analysis of the provided field data logs confirmed numerous positioning alarms (impella position unknown, impella position in aorta, and impella position in ventricle). Additionally, a sudden sustained rise in purge pressure was observed with a sustained drop in purge flow as well as multiple transient increases in motor current throughout the case; however, no alarms were triggered. The returned pump was visually inspected, and biomaterial was observed under the impeller, occluding approximately 50% of the purge gap. Furthermore, minor epo-tek delamination on the sleeve bearing was noted. The pump was ran in a basin of water with elevated purge pressure and flow values and it was noted that motor current was above 900mmhg. The returned pump passed hemolysis testing per astm f841. A root cause for the reported positioning issues could not be determined; however, the reported hemolysis was likely due to the confirmed positioning issues.